Event description:
It was reported that the customer experienced a past blood glucose (bg) level in the 300s mg/dl; cause was unknown. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital the next day, 4/16/2026 with the issue resolved and no permanent damage. Tandem technical support (cts) performed a system check and performed a review of the pump data and determined that the pump functioned as intended.